Event description:
Voluntary medwatch received states it was reported that the left ventricular (lv) lead was programmed due to dislodgement. The lv lead remains in service. There were no patient consequences.

Manufacturer narrative:
Correction: model brand (d1 and d4 sections).